Event description:
The customer reported that the device failed the 150 joule test. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the 150 joule test. No patient involvement was reported. A philips field service engineer evaluated the device and verified the reported symptom. The power pca was replaced to resolve the issue. The device remains at the customer site.